Event description:
Epidural placed in a laboring patient. The catheter was checked for patency prior and worked. After placed, a test dose via 3ml syringe was given without issue. A dose of fentanyl was then given in a 3ml syringe with some resistance. Catheter was fully obstructed when attempting to give bolus. These three administrations were within 5 minutes. The catheter was removed, and block redone. Block tray was a bsp braun spinal epidural tray. Lot 0061942964, ref 530160, gtin (B)(4).